Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the accusense glucose oxygen sensor to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported erroneous high patient result generated for glum (modular glucose) on the unicel dxc 600 pro synchron system. The erroneous patient result was not released from the laboratory. There was no change in patient treatment in association with this event. Quality controls were within the laboratory¿s established ranges prior to the event.